Event description:
(B)(4).

Event description:
On (B)(6) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed. Reference #uf/importer number (B)(6).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 132649: (B)(4) stems manufactured and released on (B)(4) 2013. No anomalies found. To date, (B)(4) stems of the lot have been already sold without any similar issue reported. On (B)(4) 2015 the medical affairs director checked the x-rays with the following comment: this is a poor quality x-ray, I can discern no major indications. The stem was reported to be loose; this is a known possible complication of cemented stems, etiology uncertain. No reference was made as to the type of cement used or cementation method; in any case, there are no known contraindications to use amistems with any existing bone cement and cementation method. No root cause can be identified, no reason to believe this problem is device related. On (B)(4) 2014 the r and d director checked the pictures received, writing that: from the picture there is nothing to be underlined.